Event description:
It was reported that clinical treatment plan included extraction with immediate implant placement. After extraction, buccal wall noted to not being intact. Therefore, decision made to delay immediate implant placement and graft the site first.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.